Manufacturer narrative:
The insulin pump was received with cracks at the corner display window. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The bolus wizard functioned properly per bolus wizard sample in the user guide. There was no bolus anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose when they came back from jury duty, thirst and vomiting. Customer treated their high blood glucose with the insulin pump and insulin pen. Troubleshooting for cosmetic damage was performed. Customer had a crack on the upper right corner of the display screen about an inch long. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.